Event description:
It was reported that the patient's ventricular lead impedance had been gradually decreasing over the last two years. The lead had been reprogrammed from bipolar to unipolar with the unipolar impedance measuring higher than bipolar. The lead was also showing signs of increasing thresholds. The lead was capped and replaced. Due to the increased lead thresholds, the device had high output resulting in a reduction in battery longevity. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.